Event description:
This report is being filed after the subsequent review of the following journal article: bertagnoli, r., et al. (2006). Lumbar total disc arthroplasty in patients older than 60 years of age: a prospective study of the prodisc prosthesis with 2-year minimum follow-up period. Journal of neurosurgery spine, vol 4, pages 85-90. Germany. This was retrospective review of implantation of synthes prodisc between march 2000 and january 2003. The purpose of the study was to obtain an outcome regarding the safety and efficacy of single level lumbar disc replacement in patients 60 years of age or older (minimum 2 year follow-up period). Postoperative follow-up periods were 3, 6, 12, and 24 months. The study population included 22 cases (9 men and 13 women) with median age of 63 years old (ranging 61-71 years). Surgery included single-level, two-levels and three-level cases. Complications: (n=2) subsidence of implant within first 8 weeks (1 with inferior endplate in single level surgery at l4; 1 in a 3 level surgery) this is report #3 of 6 for com-(B)(4). This report is for an unknown prodisc-l polyethylene with an unknown part number, lot number and quantity.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: literature citation: bertagnoli, r., et al. (2006). Lumbar total disc arthroplasty in patients older than 60 years of age: a prospective study of the prodisc prosthesis with 2-year minimum follow-up period. Journal of neurosurgery spine, vol 4, pages 85-90. This report is for an unknown prodisc-l polyethylene inlay with an unknown part, unknown lot and unknown quantity. UDI # unknown part number, UDI is unavailable. (B)(6). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.